Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the patient complained about a beep or alarm like sound from the device. The device remains in use. No patient complications have been reported as a result of this event.